Event description:
Customer reported to beckman coulter, inc. That the unicel dxc 600i synchron access clinical system (dxc 600i) generated erratic quality controls results. Customer reported the well under the cartridge chemistries (cc) sample probe was full of fluid. Customer reported she cleaned the probe with the level sense test but the probe was still leaking. Customer reported the dxc 600i did not generate any erroneous patient results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the probe would leak after a run was completed. The fse replaced a faulty t-valve and verified system performance.

Manufacturer narrative:
(B)(4).